Event description:
The customer reported a false positive result when testing a patient urine sample using the sure-vue serum/urine hcg-stat. The patient presented with dysuria and was being seen after a possible exposure to an sti. The customer was unable to verify whether the patient was tested with lot number 0000875761 or 0000857529. Additional testing for stis and a urine culture were performed following the positive hcg result. No adverse events were reported. The customer reported false positive results with two additional patients. See h10 for the related MDR numbers.

Manufacturer narrative:
Potential lot numbers used: lot number 0000875761, expiration date: 08-may-2026, UDI: (B)(4), manufacture date: 09-may-2024. Lot number 0000857529, expiration date: 27-mar-2026, UDI: (B)(4), manufacture date: 28-mar-2024. Investigation conclusion: retained and returned devices from the reported lot numbers were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lots met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of either retained or returned product. Complaints are tracked and trended on a monthly basis. Per the package insert: very low levels of hcg (less than 50 miu/ml) are present in urine and serum specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning serum or urine specimen collected 48 hours later. A number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in serum or urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. As with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.